Event description:
Caller reported an issue with a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided detailed instructions for resetting the pump, and after following these steps, the customer was able to start their sensor session without any further errors.